Manufacturer narrative:
Information was received from a foreign source who is not required to complete a form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that approximately a week after implantation, the pin disassembled for no apparent reason.